Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with unknown antibiotics (dosage, frequency and route not reported). The cause of the peritonitis was unknown. The patient was discharged from the hospital after nine days and was recovering from the event at the time of the report. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895037 and gd894709 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).